Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 7.8/4.65. The patient's coumadin was held for one day based upon the lab. The device was replaced and requested to be returned for evaluation.